Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other two perclose at devices were filed under separate medwatch manufacturer reports.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for foot retraction/closure device removal difficulties reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after a percutaneous coronary intervention, arteriotomy closure of the right common femoral artery was attempted using perclose at devices. Reportedly, the guides (footplate) stuck making the device difficult to remove. Two additional perclose at devices were attempted but with the same results, the guides (footplate) stuck making the device difficult to remove. Hemostasis was achieved with a fourth perclose at device. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose at device. No additional information was provided.